Event description:
Physician called to report a rectal fistula. After the treatment was performed, it was discovered that the pt had previous rectal surgery in 1986. Physician stated that the treatment was uneventful and had no complaints about the targis system.